Manufacturer narrative:
H3: the pump was returned and destructive analysis identified residue and wearing in the motor. Analysis also identified electrochemical migration across the external motor posts. The catheter was returned and damage was found in the connector. Continuation of d10: product ID 8596sc lot# serial# (B)(6), implanted: (B)(6) 2011, explanted: product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the previous analysis finding regarding the pump having electrochemical migration across the external motor posts was determined to not be supported by the testing data and was removed. Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6)2011: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported a review of the logs noted a pump motor stall occurred on (B)(6) 2021 at 8:27 am and recovered on (B)(6) 2021 at 8:36 am. Another pump motor stall occurred on (B)(6) 2021 at 11:51 am with not recovery noted.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl, 2000mcg/ml at 12.4mcg/day bupivacaine 9.8mg/ml at 0.0607mg/day and hydromorphone 5.6mg/ml at 0.0347mg/day via an implantable pump. It was reported that the patient reported to the healthcare provider on (B)(6) 2021 that his ptm was displaying a code. He called the clinic and they confirmed it was the motor stall code. The patient reported motor stall in pain pump and pump has been alarming since this morning. They had him come into clinic on (B)(6) 2021 and read his pump log which confirmed that he had a pump motor stall that had not recovered. It was noted it was most likely a permanent motor stall so they put his pump in minimum rate mode on (B)(6)2021. The patient presented to clinical with multiple withdrawal symptoms including sweating, nausea, yawning, runny nose and increased pain. The patient did not have an MRI or any exposure to magnetic sources. The clinic scheduled for the pump to be replaced the following day on (B)(6) 2021. The patient was prescribed zofran, vistaril, "mser", "msir", and percocet. The pump was explanted/replaced on (B)(6) 2021. As the physician opened up the pocket site to replace the pump with the stall, he accidently cut the pump segment of the catheter while using electrocautery. He was able to successfully splice the pump segment with a new pump segment and replaced the pump with no issues. The physician started the patient back up at the exact same infusion he was receiving prior to his motor stall, for the patient was reporting excellent relief. There were no environmental, external or patient factors that may have led or contributed to the event. On (B)(6) 2021 the patient was satisfied with current pump settings. It was noted the patient was getting good pain relief from the pump setting and declined dose changes. The outcome of the event resolved without sequelae on (B)(6) 2021. The device diagnosis was pump motor stall and the clinical diagnosis was withdrawal symptoms. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. It was noted that the healthcare provider would not have any further information regarding the event. The other medications the patient was taking at the time of the event were vistaril, topamax, ond ansetron, mupirocin 2% topical ointment, morphine ER, morphine 15mg immediate release lisinopril, acetaminophen, hydrocodone, gabapentin, and cephalexin.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 29-jul-2013, UDI#: (B)(4). (B)(4) is being used for the verbatim of runny nose and yawning. If information is provided in the future, a supplemental report will be issued.